Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was connected to the hospital's mobile power unit (mpu). The mpu alarmed with no visual or audible alarms noted on the system controller. The staff noticed that there were no green arrows illuminated, and the pump appeared to be off. The patient connected back to battery power and the system controller appeared to show as if it was not connected to a patient, showing "charging" on the screen and then would give parameters numbers then go back to "charging". The green arrows were faintly illuminated; all lights in the room had to be shut off to notice this. The log files were reviewed and captured low voltage hazard events while using the mpu. It appeared the mpu lost total power enabling the emergency backup battery (ebb) until power was restored to the mpu. The driveline was disconnected on 04apr2025 for a system controller exchange. There was nothing unusual seen in the log file or anything mpu related prior to the driveline disconnect and system controller exchange. The ac power cord did not come loose at the hospital wall outlet or from the back of the unit. The issue was resolved with the system controller exchange. There was no patient consequence due to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the pump stopping, the system controller¿s screen switching between showing ¿charging¿ and showing pump parameters, and the controller not producing visual or auditory alarms were not confirmed. The reported event of dim pump running light emitting diodes (led) was confirmed. The returned system controller was was functionally testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No issues were observed with the controller's ability to produce visual or auditory alarms, and no issues were observed in the controller's screen. During testing, the pump running leds were observed to be dim. Log files were submitted downloaded and data from the event date of 04apr2025 was reviewed. The data in the log files did not indicate any issues with the system controller. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The root cause of the reported events of the pump stopping, the system controller¿s screen switching between showing ¿charging¿ and showing pump parameters, and the controller not producing visual or auditory alarms could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06mar2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including, pump off, low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.